Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Vp shunt revision. Patient has had the above valve in situ since 2009 has always been difficult to get a confirmation signal with the vpv programmer always give the repeat adjustment. Surgeon believes the valve is stuck at a setting of 30 mm h2o despite trying to reprogram numerous times. Valve removed yesterday and replaced with a fixed pressure valve. Please evaluate on the findings. No delay or adverse event.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted on the stator and the x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3184, with lot ckdcpb, conformed to the specifications when released to stock on the 23rd april 2009. The root cause of the dislodged stator and x ray dot could be due to corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.